Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field. Review of the field service notes indicated that an error code for 'linked to console surgeon master controller communication fail' was observed in the logs. This error code reports an error message stating, "warning: surgeon console communication lost. Check data cable or restart console using red ac power switch. Touch dismiss to acknowledge.". The surgeon console became operational before the tower. When the surgeon console attempts to communicate with the main system controller (msc), the msc is at peak activity due to powering on and setting up all processes. As a result, it does not respond and triggers the error. This is a recoverable error and communication is eventually restored, so it is possible to continue with rebooting the surgeon console. Evaluation of the surgeon console confirmed the reported condition. The most likely root cause of the observed error was that it is likely that the device was not used as intended, which may have caused or contributed to the reported incident. Replication can be traced to improper preparation. It is recommended to delay powering on the surgeon console, or to power it on after the tower has been turned on. The instructions for use (IFU) provides details on starting up the system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic partial nephrectomy procedure, the surgeon console triggered a recoverable com munication error with the tower when the system was started. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic partial nephrectomy procedure, the surgeon console (sc) triggered a recoverable communication error with the tower when the team started the system. There was no patient involvement.